Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd (continuous ambulatory peritoneal dialysis) disconnect y-set drain bag had broken (hole) which resulted in leak. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection with the naked eye noted a leak from a hole in the drain bag shown in the video. Two small holes located near the center of the drain bag was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.